Event description:
It was reported that the PICC line was leaking at 3 inches up from the wings. The medication had been leaking out of the line at this site and caused a red rash/phlebitis on the arm. Pt was on long term antibiotics. PICC was removed and pt received a new PICC line on opposite arm for remainder of antibiotic therapy. Add'l info: "PICC line was leaking part way up the line. There was warmth and redness part way up the arm about in the same area where PICC was leaking."

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revg0356 showed no other similar product complaint(s) from this number.